Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from (B)(6) 2005 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2005 to (B)(6) 2015 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (dilation and curettage on (B)(6) 2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2009 now it is reported as (B)(6) 2009(per pfs) and (B)(6) 2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plantiff did not undergo essure confirmation test(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from (B)(6)2005 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2005 to (B)(6) 2015 and propofol (anesthesia s/I 60). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression, psych injury"), anxiety ("mental anguish"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (dilation and curettage on (B)(6)2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on(B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6)2009 now it is reported as (B)(6)2009(per pfs) and (B)(6)2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plantiff did not undergo essure confirmation test(per pfs). Patient received treatment for pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet: was received: event outcome of vaginal hemorrhage and abdominal pain updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from may 2005 to november 2015, paracetamol (acetaminophen) from may 2005 to november 2015 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression, psych injury"), anxiety ("mental anguish"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (dilation and curettage on (B)(6) 2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2009 now it is reported as (B)(6) 2009(per pfs) and (B)(6) 2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plaintiff did not undergo essure confirmation test(per pfs). Patient received treatment for pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from may 2005 to november 2015, paracetamol (acetaminophen) from may 2005 to november 2015 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression, psych injury"), anxiety ("mental anguish"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (dilation and curettage on (B)(6) 2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported ??-jan-2009 now it is reported as (B)(6) 2009(per pfs) and (B)(6) 2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plaintiff did not undergo essure confirmation test(per pfs). Patient received treatment for pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " bladder/ urinary " added. Outcome of events "pain, bleeding, bladder/ urinary" were updated as recovered. Reporter information was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from (B)(6) 2005 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2005 to (B)(6) 2015 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression, psych injury"), anxiety ("mental anguish"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (dilation and curettage on (B)(6) 2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2009 now it is reported as (B)(6) 2009 (per pfs) and (B)(6) 2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plantiff did not undergo essure confirmation test(per pfs). Patient received treatment for pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: was received: event outcome of vaginal hemorrhage and abdominal pain updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included hemostasis, abdominal adhesions and paratubal cyst. Concomitant products included nsaids from (B)(6) 2005 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2005 to (B)(6) 2015 and propofol (anesthesia s/I 60). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage on (B)(6) 2014 and laparoscopic bilateral salpingectomy with lysis of extensive abdominal pelvic adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2009 now it is reported as (B)(6) 2009 (per pfs) and (B)(6) 2009 (per mr). Discrepancy noted for lab data previously reported patient underwent hysterosalpingogram (per summon) but now, reported plaintiff did not undergo essure confirmation test (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: endometrium, curettings: proliferative phase endometrium and endometrial polyp with focal stromal breakdown and bleeding, no evidence of hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, medical history, concomitant drug, lab data, lot number were added. Event : abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, abdominal pain were added. Outcome of the pelvic pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.